Manufacturer narrative:
D3/g1 additional email: (B)(4). H3 other text : the device did not return to bsc for analysis.

Event description:
It was reported that during a holmium laser enucleation of the prostate for benign prostatic hyperplasia, the fiber broke at 30 cm of distance. Due to this, the procedure had to be completed using another fiber. There were no patient complications.